Manufacturer narrative:
Health effect - clinical code (e): clinical code 2646 "inadequate osseointegration" chosen as it was the closest to the intended code of 4883 "aseptic loosening". Intended code was not recognized by the system thus alternative code was selected. As part of the investigation, images of the patient's ankle at the time of the original surgery and now were reviewed for potential cause for the reported tibial implant loosening. In the images, it appears that bone cement was not used on the bone contacting surface of the implant, although the device is only indicated for use with cement, per lbl-50013 IFU -kinos tar. Bone cement is used to securely affix the implant to the bone; without it, there is potential risk of implant loosening, as seen reported in the complaint. Based on the investigation, the are no deficiencies with the design or risk considerations of the implant or the ability of the plasma spray/bone cement combination to provide secure fixation to the distal tibia.

Event description:
Tibial implant loosening on a total ankle replacement which is 3 years old requiring revision of the tibial implant. The loosening recently appeared and other than that the patient is doing well.